Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set drip chamber c60 leaked from the injector membrane. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no pictures or samples available. 3 retained samples were taken for investigation. A device history record review did not reveal any anomalies during the production of the provided lot number that could have contributed to the reported incident. Visual inspections shows no defects. Leakage test was performed on 2 samples according to pc-226. Leakage was not found (10¿, 60¿, 120¿). 1 sample was connected to an infusion bag. Colored water was injected though an injector+ syringe. The operation was repeated 10 times. No leak was found in the membrane. This product is not assembled or packaged in bd san agustin plant. The process performed in our plant is the sealing of the membrane on the connector. Then this component is sent to a subcontractor to be assembled and packaged. The inspections performed by the subcontractor are established according to sb1741 current version. After sterilization, product was sent to s. Agustin plant where inspection is performed according to fr-109 procedure (including overpressure test, connector breakage test and tensile strength test). The connectors are molded and assembled in sa plant: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Assembly process: according to ph-303 it is checked the correct welding and position of the membrane and the absence of dirt. Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226 (current version).

Event description:
It was reported that the bd phaseal¿ secondary set drip chamber c60 leaked from the injector membrane. There was no report of injury or medical intervention.